Manufacturer narrative:
UDI (B)(4). Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. In this case, the type of regurgitation and the cause of the regurgitation could not be determined. However, procedural factors (valve placement too high) and patient factors may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by a field clinical specialist, after deployment of a 20mm sapien 3 valve via transfemoral approach in the aortic position at 90:10 aortic the tte and angiography showed moderate to severe leak throughout the entirety of the valve. Unable to determine if paravalvular leak or central leak. Post dilated the valve with an extra 2cc but no impact on the leak. Hemodynamics and blood pressures were checked in case of false readings but no issues. A second 20mm sapien 3 was placed lower in the lvot with an 80:20 aortic using an extra 3cc that was added before deployment. No leaks were observed. Patient is doing well.